Manufacturer narrative:
The customer¿s report of an underinfusion was not confirmed. Analysis of the pcu event log shows that tpn was infusing at 1.3 ml/hr. At 9:42 pm on (B)(6) 2017 the rate was increased to 4.6 ml/hr and a delay for 5 minutes was programmed with a callback before. At 9:49 pm the delayed infusion was restarted after alarming for callback before. At 5:59 am on (B)(6) 2017 the user cleared the volume infused. At 6:30 am the delayed infusion completed. At the rate of 4.6ml/hr the volume infused for the period between 5:59 am and 6:30 am would be 2.415ml, which is what was recorded. By design, when a delayed infusion is completed the device scrolls ¿infusion complete¿ and the infusion stops and does not go into kvo. There is no alarm when the infusion completes unless a callback after has been programmed. There is no green light visible on the lighthouse when the infusion is stopped. The cause of the report of the pump not infusing with no alarm was the device having previously been programmed with a delay with the callback option set for ¿before.¿ the cause of the report of an underinfusion was not identified. It is suspected that the customer thought the infusion was supposed to be infusing from the time the volume infused was cleared at 5:59 am until the time the device was restarted at 6:45 am and that is why they thought the volume infused should have been 3.73ml instead of the actual 2.415ml. No device was returned for investigation.

Event description:
The customer reported that the pump was cleared at 0600 and restarted at 0645 during shift change. After an unspecified period of time it was noted that the pump was not infusing; however, there was a green light on the device and the device had not alarmed. The pump indicated 2.4ml had infused since the pump was cleared at 0600; however, it should have been 3.73ml infused. The pump displayed "completed." There was no report of patient harm.